Event description:
The patient was bilaterally implanted with smooth saline mammary prosthesis in 1999. Subsequently, the patient experienced a extrusion of the devices. The devices were removed in 1999.